Event description:
Crm service notification text (B)(6) 2021 16:56:14 (B)(4) user related (B)(4) crm service notification text (B)(6) 2021 16:50:44 (B)(4) customer concern: hipaa mother called in reporting a huge crack on the back of the pump advs the pump will be replaced will send replacement pump remind safety measures (B)(4): bumped/dropped/cosmetic damage advise customer to disconnect from the pump: yes is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp?: no does customer report pump has been bumped/dropped?: neither does the infusion set show signs of damage?: no does the reservoir show signs of damage?: no does pump show any signs of physical damage?: pump shows physical damage document the type of damage: crack document how the damage occurred: wear & tear describe the location of the damage: back of pump did customer report out of box damage?: no what is the type of damage(scratch or crack)?: crack is there any physical damage to pump's retainer ring?: no did damage occur while using a silicone case?: yes explain it is recommended to use a silicone case as it cushions against bumps, scratches and provides a protective barrier to the casing against lotions, oils and sunscreen. Advise a free silicone pump case will be provided with pump replacement. Explain we will be able to replace the pump this time but we may not be able to replace for damage another time. Review the pump care best practices. Advise customer the serialized device will need to be replaced: yes instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes advise customer on how to put pump in storage mode after discontinuation: yes will the serialized device be replaced?: yes inform customer about product replacement policy.

Manufacturer narrative:
(B)(4). S/w version 4.11e, retainer ring = black. Customer returned pump for alleged cosmetic damage located at the back of the pump found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched screen, cracked battery tube threads, cracked battery tube, cracked corner of belt clip rails, pillowing overlay, overlay scratched and partially broken retainer. Customer has returned pump due to a crack at the back of the pump. Cracked battery tube threads, cracked battery tube and cracked corner of belt clip rails confirmed during visual inspection. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.